Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which is part of the shortened replacement window advisory april 2007 population product advisory initially communicated on 4/5/2007, was explanted due to concern that the battery depleted earlier than expected. There was no report of adverse patient effect beyond the need for the unplanned surgical intervention.

Manufacturer narrative:
This medical device is not expected for return, per the boston scientific local area sales representative. The investigation is considered closed.